Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (enlarged left ventricle, thin and restricted posterior leaflet). The reported worsening mitral regurgitation (mr) appears to be due to the slda. The reported patient effect of worsening mitral regurgitation, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with a grade of 3. Three clips (71108u113, 71025u264, 71113u130) were implanted, reducing the mr to 2. On (B)(6) 2018, the patient returned for a follow-up echocardiogram, which found that the clip (71113u130) detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 3. The patient is stable. No additional treatment is planned at the moment. No additional information was provided.